Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "sensitivity of potassium (k+)" issue. The perfusionist proceeded without the k+ value. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This device was manufactured before 2000. This complaint was confirmed by the quality technician. The device intermittently failed negative shift on the intensity readings on the auxiliary board (aux board).